Event description:
It was reported that the cuff of the endotracheal tube was not inflated while in use. Pt was reintubated.

Manufacturer narrative:
The lot number is unk therefore the date of manufacture cannot be determined and the device history record cannot be reviewed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report. Ref MFR report # 2936999-2011-00711.